Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the lma flexible, size 4 was not holding it seal on the 9th use. No pt injury/harm.